Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The patient had very good efficacy of stimulation for parkinson's disease symptoms. The internal rotation of the right foot was not improved despite several changes in programming. The event remains ongoing.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information noted the etiology was updated to related to device/therapy and not due to programming. The event resulted in in-patient hospitalization on the day of the lead repositioning.

Manufacturer narrative:
Other relevant device(s) are: product ID: 3389-28, serial/lot #: (B)(4), ubd: 27-mar-2019, UDI#: (B)(4) . If information is provided in the future, a supplemental report will be issued.

Event description:
(B)(6) 2018, (B)(4). Information was received from a healthcare provider via a manufacturing representative about a patient with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient began experiencing their right foot turning in while walking since (B)(6) 2016. At that time the event resulted in an unscheduled clinic visit and was stated to be related to the patient's device/therapy. The patient began experiencing dysarthria and difficulty walking in (B)(6) 2017, along with the internal turning of their foot while walking. The patient had a procedure to reposition their lead on (B)(6) 2017. The procedure was reported to be elective, and due to the patient's choice. The patient had the procedure performed because they went to a different hospital, and the second hospital considered the lead was not in a good position. The surgery was not approved at the patient's original hospital. The internal rotation of the right foot was reported to be resolved on (B)(6) 2017, however the patient was still experiencing dysarthria and difficulty walking on (B)(6) 2018. Those symptoms remain ongoing, and there has been no action taken. At this time the etiology was stated to be possibly related to the device/therapy, and not related to the implant procedure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the issue was unresolved at the time of study exit.